Event description:
The nurse initially reported there was a sudden loss of gas without warning, possible cataract as a result of instrument hitting the lens. Additional information received on 12/06/2006: during a ppv/endolaser vit-ret procedure, there was a five second loss of intraocular pressure; cataract due to instrument touch. The case was completed. The patient's current condition was reported as stable retina with dense cataract; plan to do cataract surgery.

Manufacturer narrative:
A company service rep checked the system and found it met performance specifications. Investigation, including root cause analysis is in progress.